Event description:
Customer called on (B)(6) 2011 reporting that the cartridge chemistry (cc) sample probe and cc obstruction detector were leaking fluid on a unicel dxc 600 synchron system. Customer proceed to troubleshoot with the help of customer technical support and found loose fittings on the cc sample probe clot/obstruction detector. Customer was able to resolve the issue by tightening the fittings on the obstruction detector. Customer noted that no erroneous results were generated and reported out of the lab during the incident. Cts also advised customer to review patient results that were reported out prior to the incident and to call back if issue continued. As of (B)(6) 2011, customer had not called back for further assistance regarding this issue.

Manufacturer narrative:
Method: troubleshooting was done over the phone with the help of a customer technical support. Result: customer found loose fittings on the cc sample probe/obstruction detector. Conclusion: issue was resolved by the customer through troubleshooting with the help of customer technical support. (B)(4).